Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported. The rv lead has not returned for analysis.